Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient underwent generator replacement in (B)(6) 2013. The patient was referred for surgery. The patient underwent surgery. During the surgery, a new generator was connected to the lead and the lead impedance was within normal limits. A generator/lead connection issue is suspected. It was reported that the explanted generator was discarded and will not be returned for analysis.